Event description:
It was reported that the patient was reprogrammed and experienced loss of stimulation. An x-ray was taken and revealed that the paddle lead had moved down a level and several contacts were floating off of the lead. The patient was having chest pain when the device was turned on and the physician believed it was due to lead migration.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was reprogrammed and experienced loss of stimulation. An x-ray was taken and revealed that the paddle lead had moved down a level and several contacts were floating off of the lead. The patient was having chest pain when the device was turned on and the physician believed it was due to lead migration. Additional information was received that the patient underwent a revision procedure wherein the ipg and the lead were replaced. The patient was doing well postoperatively. The explanted ipg will not be returned to bsn per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 372754.

Manufacturer narrative:
Sc-8216-50, (sn:(B)(6)). The returned lead was analyzed and visual inspection revealed that the lead was cleanly cut into three pieces and five electrodes are missing from the paddle end of the lead. It was found out that the lead was exposed to excessive tensile force when it migrated, causing the complete separation of the paddle from the lead. The reported loss of stimulation due to migration has been confirmed.

Event description:
It was reported that the patient was reprogrammed and experienced loss of stimulation. An x-ray was taken and revealed that the paddle lead had moved down a level and several contacts were floating off of the lead. The patient was having chest pain when the device was turned on and the physician believed it was due to lead migration. Additional information was received that the patient underwent a revision procedure wherein the ipg and the lead were replaced. The patient was doing well postoperatively. The explanted ipg will not be returned to bsn per hospital policy.